Event description:
Resident in manual chair being placed in the van. The lift was stopped and the volunteer had unlocked back chair brakes and was about to wheel resident into the van. The volunteer lost control of the wheelchair and the wheelchair went forward off the lift.